Manufacturer narrative:
(B)(4). Internal file number - (B)(4): during processing of this complaint, attempts were made to obtain complete event, patient and device information. The device has been received. Investigation is not complete. A follow-up report will be submitted with all additional relevant information. The other perclose proglide device is filed under a separate medwatch MFR number.

Event description:
It was reported that suture placement in a common femoral artery was attempted with two proglide devices, via a 6f sheath using a pre-close technique, prior to an abdominal aortic aneurysm (aaa) nellix procedure. Reportedly, a cuff miss occurred on one device. A second proglide device was used and a cuff miss occurred. The sheath was upsized to 14f and the aaa procedure was completed. A cut down procedure was performed to achieve hemostasis and a broken footplate from the second proglide device was observed and removed. There was a significant delay in the procedure or therapy due to the surgical cut down. It was reported that the physician is trained in the use of the proglide device and established in the pre-close technique. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: visual and functional inspections were performed on the returned device. The reported foot break was confirmed. The reported cuff miss not confirmed as all components were not returned for analysis. The investigation was unable to determine a conclusive cause for the reported difficulties; however, the treatment appears to be related to circumstances of the procedure. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history of the reported lot did not indicate a lot specific quality issue. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.